Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the insertable cardiac monitor was explanted and replaced due to an infection. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental 01 - updated the b1 adverse event/product problem of adverse event or product problem tab. Also updated the e1 initial reporter email of initial reporter tab.

Event description:
It was reported that the insertable cardiac monitor was explanted and replaced due to an infection. No additional adverse patient effects were reported.